Manufacturer narrative:
Available information suggests that this ra lead remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this chronic transvenous right atrial lead did exhibit greater than 3,000 ohms pace impedance in connection with the acute non-bsc device upon device changeout. Prior to connection to the non-bsc device, this lead had al measurements within normal limits. There were no reported adverse patient effects associated with this clinical observation.